Event description:
The customer reported a bloody fluid leak of approximately 10ml from a coulter lh 500 hematology analyzer during instrument startup. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, glasses, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 04/06/2015 and found a leak from the manual mode probe rinse block, which had become misaligned with the secondary probe, causing the rinse to splash out from the front of the rinse block. The fse observed that the manual mode rinse block cylinder (cl3) was the cause of the misalignment. The fse replaced the defective cylinder cl3, which resolved the leak. The instrument ran without leaks and all repairs were verified per established service procedures. (B)(4).